Event description:
It was reported that the patient's pump had a set speed of 5500 rpm. The patient reported seeing their pump speed go from 5500 to 5700 rpm and maintain there. The patient was reported to be a poor historian, and the healthcare provider believed that the patient did not read the spped correctly. The patient also reported constant dizziness, which based on clinical assessment was due to suction events. The patient's pump speed was reduced to 5400 rpm and clinically the patient seemed better. The patient was given a significant amount of oral fluid throughout the visit. A review of the log file revealed one occurrence of the pump speed going up to 5600 rpm and dropping back down to the set speed on 31jan2024 at 15:40:54. Multiple pulsatility index (pi) events occurred from 31jan2024 at 1:49:15 until 01feb2024 at 10:06:34.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1/b2: type of report corrected section d1: brand name corrected section d4: UDI and catalog number corrected section h6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatitliy index (pi) events; however, a specific cause for these events could not be conclusively determined. The reported increase in pump speed could not be confirmed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. A review of the submitted log files revealed numerous pi events that filled the majority of the file and would have overwritten older data, per design. There was one event where pump speed was captured at 5600 rpm, above the fixed speed. This occurs due to the function of the heartmate 3 rotor when it periodically departs from the set speed (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ and section 6, ¿patient care and management,¿ outline all pump parameters, including pump speed and pulsatility index (pi). Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rotations per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1, ¿introduction,¿ provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.